Manufacturer narrative:
One long implant mount was returned for inspection. A visual inspection revealed wear about the body of the device, and damage at the drive feature. The product was functionally tested. The thread pin could not be disengaged from the mount body without the use of excessive force the alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Subcrestal implant placement protocol ¿ certain internal & external hex connection parallel walled implants ¿for the external hex connection implant, pick up the implant from the surgical tray using the handpiece connector. ¿place the implant in the prepared site at approximately 15-20rpm. It is not uncommon for the handpiece to stall before the implant is completely seated. In dense bone (type I), tapping is required prior to placement of a 5mm(d) x 4.1mm(p), 6mm(d) x 5mm(p) and 5 and 6mm(d) implant and is opetional for 4mm(d) x 3.4mm(p), 3.25, 3.75 and 4mm(d) implants. ¿to remove the implant mount, place the open end wrench onto the mount. Loosen the screw at the top of the mount with a large hex driver or the large hex driver tip inserted into the right-angle driver and rotate counter-clockwise. After the screw is completely loosened, rotate the open end wrench counter-clockwise slightly, remove the mount driver tip and open end wrench at the same time.¿ a singulart cause for the complaint could not be determined.

Manufacturer narrative:
(B)(6). No patient information provided/unknown. Event date unknown/not provided. Device lot number is not provided/unknown.

Event description:
It was reported that during an implant placement procedure the implant mount (mmc15) became stuck on the implant. The procedure was completed using a different mount.